Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: FOREIGN - EVENT OCCURRED IN CANADA. H6: PROPOSED COMPONENT CODE: MECHANICAL (G04) ¿ HEAD. THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS; HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT AN INITIAL LEFT HIP PROCEDURE. IT WAS REPORTED THAT THERE ARE ALLEGATIONS OF COMPLICATIONS WITH METAL WEAR. IT WAS REPORTED THAT NO FURTHER INFORMATION IS AVAILABLE.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.The following sections were Updated: D4; H2; H3; H4; H6; H10.Complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed.Review of the device history records identified no deviations or anomalies during manufacturing.Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations.Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: Only the initial operative report was received, no complications noted during initial procedure. Based on legal allegations, the product caused metal-related pathologies, which are considered a serious injury as the illness or impairment that requires hospitalization, medical intervention, and/or surgical intervention.A definitive root cause cannot be determined.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.